Event description:
A malfunction was reported on the pump, with the screen going dark and not turning on. There was no adverse impact to the customer's blood glucose level. The customer was instructed to connect the pump to a power source, which resolved the issue, and the malfunction did not recur after being reset. The pump was replaced due to an issue of being hot to the touch, and the customer switched to multiple daily injections (mdi) as a backup therapy.